Manufacturer narrative:
This supplemental report is being submitted to correct the "health effect-clinical code" from 1498 (pulmonary embolism), to 2605 (pseudoaneurysm) based on the complaint description.

Event description:
A patient underwent cryoablation for atrial fibrillation using both the vascade mvp xl and vascade mvp devices. The patient's activated clotting time (act) was tested at 3:44 pm and recorded at 239 seconds. A retest was conducted at 4:06 pm, showing an increased act of 314 seconds. At 5:28 pm, the physician exchanged the right groin access for a 9f x 11 cm cordis sheath. The vascade mvp xl was placed, exposing the collagen, which was clipped for stability. Subsequently, the vascade mvp was deployed through a 6f x 25 cm and an 8f x 9 cm terumo sheath. The vascade mvp xl was then deployed through a 9f x 25 cm terumo sheath. No protamine was administered prior to the removal of the sheaths. Manual pressure was applied for 3 to 4 minutes, and safeguard adhesive bandages were placed over both the right and left groins. The patient was extubated while the technician continued to apply pressure to both groins, after which the patient was moved to a cart and transported to recovery. During the recovery, the nurse noted low urine output in the foley catheter, despite the patient receiving 2 liters of IV fluids during the procedure. An ultrasound was performed to assess the bladder, revealing that there was not a significant amount of urine present. A CT scan of the abdomen was performed because the patient's abdomen had become firm, and she was experiencing pain in both groin areas. The CT scan did not indicate any issues with the bladder, but it did reveal bilateral femoral hematomas in both groins. Consequently, the patient was taken into surgery to evacuate the hematomas. The nursing staff noted that the right side did not require much intervention, as it was not bleeding significantly. Most of the bleeding originated from the left side, which was the side the 3 smaller sheaths were used. After the evacuation was completed, the patient was admitted for observation overnight and was discharged the following day.

Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. Complications may occur and may be related to the procedure or the vascular closure. They include, but are not limited to: allergic response, embolization (of thrombus), peripheral nerve injury, vascular occlusion air, calcific debris, or device), pseudoaneurysm, venous thrombus, pulmonary embolism, retroperitoneal bleeding, arterio-venousfistula, hematoma, deep vein thrombosis, bleeding from the puncture site, infection, vascular injury, oozing from the puncture site, inflammatory response, vasovagal response, bruising at the puncture site, intimal tear / dissection, puncture site pain, death, laceration of the vessel wall, superficial vein thrombosis, device failure/malfunction, lower extremity ischemia, edema , perforation of the vessel wall.